Event description:
It was reported that the plastic next to the lens is chipped and the blade needed to be replaced. No patient was involved.

Manufacturer narrative:
Evaluation results pending analysis of the product.